Event description:
It was reported to philips that the customer has pressed the shock button three times, failed first worked two. Unit taken to ebme workshop and they have failed to replicate issue. It was reported that the alleged failure was observed while in use on a patient. Patient was not harmed.